Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds 1 additional related report against the provided product and lot combination. Total for lot number: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. Dmf#: 13704, trade name: gentamicin sulphate, active ingredient(s): gentamicin sulphate, dosage form: powder, strength: 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2016: patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was depuy. There were no complications noted. (B)(6) 2019: patient underwent a left knee revision after presenting with knee pain and aspectic failure. The femoral and tibial components were revised with minimal bone loss. The patella was noted to be well fixed without excessive wear and wasn¿t revised. Hypertropic synovium was excised. Attune revision implants were placed during the revision. Doi: (B)(6) 2016 dor: (B)(6) 2019 left knee.